Event description:
Event description guidant received information from the legal department, that the patient implanted with this implantable cardioverter defibrillator (ICD) died as a direct result of complications from the device. In addition, it went off numerous times unnecessarily over the months prior to his death. The patient expired on the operating table while replacing the malfunctioning device.